Manufacturer narrative:
Additional information about auto mode has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the auto mode was not in use at the time of the incident.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 615 mg/dl at the time of incident and other blood glucose was 625 mg/dl. The customer also stated that the insulin pump had insulin flow blocked alarm and event was resolved by changing complete set. The customer also stated that the insulin pump had blank display. The customer stated that the contacts on the battery cap were neither missing nor damaged. Customer stated that the display was blank less than 30 seconds and then returned. The customer reported that while troubleshooting the insulin pump turned off three times and gave them a motor error. The customer performed the self test and they were able to passed the test. It was unknown whether the insulin pump was in auto mode at the time of the incident. The insulin pump will be returned for analysis.